Event description:
A malfunction alarm was reported with code malf 0 0x277d. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in resetting it. After the reset, the malfunction code did not recur, and the customer was advised they could continue using the pump, with the understanding that they should call back if the issue recurred.